Event description:
A caller reported a malfunction on their insulin pump, identified by malf 12 and fault ID 0x2071, which had occurred at least three times on this device. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the faulty pump with an updated version. The customer was informed of the necessary actions, such as putting the pump into storage mode before returning it and the procedure to follow once the replacement pump is received. The customer will continue to use the current pump to ensure consistent insulin delivery until the replacement arrives.